Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observed. ¿ rupture: not observed. As per the investigation procedure, deformation, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "contracture, more pronounced on the left", " baker iii on left", "potential rupture" confirmed via ultrasound. Healthcare professional later reported "implant had a deep line into the shell of the implant (iminat implant rupture)". Patient later reported "dent". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported left side "contracture, more pronounced on the left", "baker iii on left", "potential rupture" confirmed via ultrasound. Healthcare professional later reported "implant had a deep line into the shell of the implant (iminat implant rupture)" and "any creases". Patient later reported "dent". Device has been explanted and replaced.